Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, no pacing or magnet response was observed and the device could not be interrogated.